Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to contain biological contamination. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 4158363 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. Qc inspection and testing were satisfactory at time of release. As part of the qc release testing, inspection for physical attributes was conducted on samples representative of the batch to ensure conformance to product specifications. Physical attribute testing was satisfactory for this batch. The complaint history was reviewed and there are no other complaints taken on batch 4158363. Retention samples from batch 4158363 were visually inspected and 0/100 tubes had signs of contamination or turbidity in the tubes. No photos or return samples were received for investigation. This complaint cannot be confirmed for biological contamination. No complaint trend for contamination has been identified for this product. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to contain biological contamination. There were no health impact or consequences reported.